Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user experienced repeated occlusion alerts and an alert indicating a motor stall while the ilet bionic pancreas was not connected to the app; after restarting the ilet and phone, the app connection and alert cleared, but an occlusion alert recurred, and the user reported not receiving the full meal dose; tubing was detached, insulin was primed through the line, and the set was reconnected, with education that the ilet would auto-correct and not to repeat the meal announcement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor and occlusion behavior. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.